Manufacturer narrative:
Citation: amat-santos ij, garcía-gómez m, avanzas p, et al. Surgical vs transcatheter treatment in patients with coronary artery disease and severe aortic stenosis. Jacc cardiovasc interv. 2024;17(21):2472-2485. Doi:10.1016/j.jcin.2024.09.003 earliest date of publication used for date of event and date of death. Medtronic tavr product referenced in the article: ¿evolut¿. Based on the timeframe of the study (2018 ¿ 2022), the evolut r, evolut pro, and evolut pro+ iterations of the evolut product family may have been used. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the patient outcomes of concomitant transcatheter aortic valve replacement and percutaneous coronary intervention (tavr + pci) compared to combined surgical aortic valve replacement and coronary artery bypass grafting (savr + CABG). The manufacturers and/or brand names of the devices used in the savr + CABG group (n = 713) were not disclosed; therefore, the remainder of this summary only pertains to the outcomes that occurred in the tavr + pci group (n = 625). Medtronic evolut (n = 195) and various non-medtronic (n = 430) valve types were implanted in the patient population. The authors observed 5 procedural deaths, 21 in-hospital deaths with stroke, and a total of 56 deaths with stroke at one-year post-procedure. Other adverse outcomes included: valve embolization; coronary occlusion; annular rupture; tamponade; reintervention; new permanent pacemaker implantation; new onset atrial fibrillation; major bleeding; major vascular complications; stroke; transient ischemic attack; myocardial infarction; aortic regurgitation (mild, moderate, or severe); heart failure; prosthesis-patient mismatch; need for rehospitalization; need for new revascularization; and acute kidney injury.